Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a labral repair that it was reported that the device overheated. A backup device was used to complete the case. A minimal two minute delay occurred while the or staff obtained the backup device. No patient impact as a result.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error message when connected to a test control unit. The cause of the motor stall error was identified to be associated with a short circuit in the power cord. A visual inspection of the power cord did not identify signs of external damage. The root cause of this event, based on evidence, is most likely associated with a short circuit in the power cord which can result in additional current delivery from the control unit and generate excess heat.